Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported patient experienced pain/tenderness at the ipg site. As a result surgical intervention was undertaken where the ipg was explanted. Post operative the issue of tenderness is resolved .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.